Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. Something like a paper was sealed inside the sterilization bag. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and received. One photo was received from the agency. The product was opened. Confirm the lot number: ju1291. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the vendor is authorized by jnj? Could you please provide the attachments for the products traceability information from edc and rdc? How was the product purchased? Is there an indication of how the product was distributed? Was the device used on a patient? If so, was there any patient consequence? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: the photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.